Event description:
The customer stated that there was moisture inside of the insulin pump. The reported blood glucose reading was 304 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.